Manufacturer narrative:
No report of patient involvement. Mfg date: date of device manufacture was unavailable at the time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was replaced, and the unit was returned to service.

Event description:
During the depot repair check, there was a noted on/off switch issue. There was no reported patient involvement.